Event description:
On (B)(6) 2012, this pt underwent repair of an abdominal aortic aneurysm. The physician reportedly planned to use an endologix endovascular aaa system and use several conformable gore tag thoracic endoprostheses (ctag) as extender cuffs infrarenal. It was reported the pt had extreme tortuosity in the infrarenal aortic neck and the neck angulation was greater than 60 degrees. The aortic neck diameter infrarenal is 37mm and length to the aortic bifurcation is 140mm. The physician had deployed a bifurcated endoprostheses and used a ctag as a proximal extender cuff. The physician reportedly, attempted to use a second ctag as an extender cuff, however, there was difficulty advancing the device into place due to the pt's tortuous anatomy. The physician chose to retract the device and use a new ctag. Upon retracting the undeployed device, the proximal olive got caught on the tip of the dryseal sheath. The physician reportedly removed the device and the sheath together. A new ctag was used and the procedure concluded with no further issue. The final images revealed a proximal type I endoleak. On (B)(6) 2012, there was a reintervention to resolve the proximal type I endoleak. The physician implanted a ctag and this resolved the endoleak and the pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: per the gore tag thoracic endoprostheses instructions for use, the gore tag thoracic endoprostheses is intended for endovascular repair of aneurysm of the descending thoracis aorta.